Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer contacted via chat and stated that while brushing his teeth, the toothbrush head came off in his mouth. No injury was reported.